Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H6 patient code: no code available (3191) used to capture the joint instability. Patient harm insufficient information was removed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a poly exchange was done. The part numbers on the old poly could not be read. Patient was unstable due to poly wear; nothing was loose. No deficiencies suggested. Surgical time was not extended. Product will not be returned. Doi: unknown. Dor: (B)(6) 2020. Unknown affected side.